Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing ineffective stimulation due to one fractured lead and one lead with impedances. X-rays confirmed the fracture. Surgical intervention may take place at a later date.